Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Patient code (B)(4) captures the reportable event of perforation.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022 for treatment of chronic pancreatitis. Prior to the ercp procedure, a previously placed 20mm axios stent was removed and a new 15mm axios stent was placed to drain a subsequent fluid collection. Once complete, the physician began to intubate with exalt model d for the ercp procedure. Once in the stomach it was clear that a stenosis was present. In an attempt to drive the scope through the stenosis the physician felt and saw what he presumed to be a tear in the mucosa. At this point, the exalt scope was extubated and a regular esophagogastroduodenoscopy (egd) scope was inserted, and it was identified a full thickness perforation in the gastric wall. The ercp was then cancelled. The physician then attempted to close the perforation with a suturing device, but the angle was sub optimal with the scope. He then inserted a wire to mark the correct lumen for the surgeon and extubated. Surgery was consulted and the patient went to the or under the current sedation. The surgeon was able to repair the perforation laparoscopically and the patient was admitted to the intensive care unit (ICU). It was reported that the patient was admitted to the hospital and was doing well and is expected to be fully recovered. The physician felt that he needed to push the scope through the stenosis which led to the perforation. In the physician assessment, he does not think that the exalt model d scope was the cause of the perforation, and it may have been the best to perform the ercp at a later date based on the therapy that had already been performed prior to insertion of exalt model d.

Event description:
It was reported to boston scientific corporation that an exalt model d single-use duodenoscope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(4) 2022 for treatment of chronic pancreatitis. Prior to the ercp procedure, a previously placed 20mm axios stent was removed and a new 15mm axios stent was placed to drain a subsequent fluid collection. Once complete, the physician began to intubate with exalt model d for the ercp procedure. Once in the stomach it was clear that a stenosis was present. In an attempt to drive the scope through the stenosis the physician felt and saw what he presumed to be a tear in the mucosa. At this point, the exalt scope was extubated and a regular esophagogastroduodenoscopy (egd) scope was inserted, and it was identified a full thickness perforation in the gastric wall. The ercp was then cancelled. The physician then attempted to close the perforation with a suturing device, but the angle was sub optimal with the scope. He then inserted a wire to mark the correct lumen for the surgeon and extubated. Surgery was consulted and the patient went to the or under the current sedation. The surgeon was able to repair the perforation laparoscopically and the patient was admitted to the intensive care unit (ICU). It was reported that the patient was admitted to the hospital and was doing well and is expected to be fully recovered. The physician felt that he needed to push the scope through the stenosis which led to the perforation. In the physician assessment, he does not think that the exalt model d scope was the cause of the perforation, and it may have been the best to perform the ercp at a later date based on the therapy that had already been performed prior to insertion of exalt model d. Additional information received on 19dec2022. The patient was in a prone position when the perforation occurred. In the physician assessment, there were not a device malfunctions that contributed to the perforation. The physician believes that the tactile feedback that he received from the exalt model d scope is different than a reusable scope. He did not think the exalt model d scope is stiff enough to cause the perforation. It was reported that the perforation was located in the area of the duodenal bulb. In relation to the previous axios stent, the perforation was located "downstream" of it. Both axios stents were placed in the stomach. The patient was reported to be in a stable condition.

Manufacturer narrative:
Block b5: additional information received on december 19, 2022. Block b7: additional information received on december 19, 2022. Block d7a updated based on additional information received on december 19, 2022. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 patient code e2114 captures the reportable event of perforation.